Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge as expected. There was no report of patient impact or involvement. Philips evaluated the device and could not reproduce the reported symptom. The device passed all standard testing. We could not determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that the device failed to discharge as expected. There was no report of patient impact or involvement.